Event description:
It was reported the patient had his inflatable penile prosthesis cylinder and pump components removed as the pump was not working. A new 18 cm cx preconnect inflatable penile prosthesis was implanted. No patient complications were reported in relation to this event.